Event description:
It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure (pt age unk, however over 18 yrs). According to the complainant, after inflating the balloon with saline, the balloon burst. No portion of the device was left in the pt. The procedure was completed with another c.r.e. Balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as normal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (6).